Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
On (B)(6) 2015 - we were notified that the pace/sense portion of this lead was capped on (B)(6) 2015 due to noise and was replaced with a pace/sense lead. The shock portion of this lead remains active.

Event description:
Noise was seen on both the right-ventricular and far-field electrogram through a home monitoring report. All other rv lead values have remained stable and unchanged. Patient is to be brought into clinic to review the lead at this time. (B)(6) 2014 - the patient came into the office on (B)(6). The noise could not be reproduced, so the decision was made to continue monitoring the patient to be sure the noise doesn't become worse. This device remains actively implanted.